Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer's photo shows a device with traces of blood in the tubing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood that blood is coming back up to the needle once it gets to the vacutainer piece. This occurred one time. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The information for the additional medical device type is as follows: d.2b. Medical device type: fpa. The information for the additional common device name is as follows: d.2a. Common device name: set, administration, intravascular.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood that blood is coming back up to the needle once it gets to the vacutainer piece. This occurred one time. No patient impact reported.